Event description:
It was reported that the patient with this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system repeatedly scratched at the implant incision site causing the device system to become exposed from the pocket and subsequently become infected. The patient was hospitalized and the system was to be explanted. The patient would be placed on antiarrhythmic medication therapy going forward for arrhythmia control. No additional adverse patient effects were reported. The system remains in service.

Event description:
It was reported that the patient with this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system repeatedly scratched at the implant incision site causing the device system to become exposed from the pocket and subsequently become infected. The patient was hospitalized and the system was to be explanted. The patient would be placed on antiarrhythmic medication therapy going forward for arrhythmia control. No additional adverse patient effects were reported. The system remains in service. Additional information was received which reported that the system was explanted. No additional adverse patient effects were reported.